Event description:
It was reported that a patient with a pain stim implantable pulse generator (ipg) experienced historical events of broken leads and a staph infection. The infection resulted in an idle year for the patient. The patient contacted to request registration history information, and the agent provided education and information. No device issue reported against the ins. No symptoms reported against the leads. Additional information was obtained from the patient on (B)(6) 2024. The patient reported that they had 2 different instances of lead issues. The first lead issue occurred in 2013. They were experiencing issues with getting the device stimulation in the correct location. They were supposed to be feeling stimulation down their right arm, but instead they were feeling stimulation in the middle of their body. The pt stated they did not know what caused the lead to break, but they said it may have been due to their active lifestyle as they bowled and did a lot of lifting at that time. The lead ended up being replaced on (B)(6) 2013. The pt did not know what was done with the lead after it was explanted. Note: see h10 for the regulatory reports for the 2nd lead issue and the infection.

Manufacturer narrative:
Continuation of d10: product ID: 3777-75, lot#serial#: (B)(6), implanted: on (B)(6) 2010, explanted: on (B)(6) 2018, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-75, serial/lot#: (B)(6), ubd: 10-dec-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.